Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. Model: addrl1, ipg; implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead became dislodged during a coronary artery bypass graft (CABG) surgery. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.